Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found; meter is not operational and device shows appearance of burn marks on cradle contacts. Most likely underlying root cause of malfunction: meter attempted to be charged by user.

Event description:
Consumer complaint of meter not powering on with test strip or function button; dead meter. Meter battery replaced, but meter is still unresponsive. Adverse event not reported.